Event description:
The defibrillation electrodes were removed from the package in preparation for patient use, but reportedly would not connect to the device defibrillation cable electrode connectors. The operator opened a package of expired first medic external defibrillator electrode set which were carried with the device and was able to obtain proper connection to the cable.